Event description:
Customer reported an issue with the dpm central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the sys. And verified the problem. Sys was returned to the company's repair ctr for further evaluation.